Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Seven pieces of the lens were returned. One piece of the distal area of a haptic is broken and returned. One other piece is the gusset area part of the haptic. The optic is broken into multiple pieces. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies' release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Upon inspection of the lens there we no abnormalities noted with the lens material. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens emerged from the injector in pieces. The trailing haptic was in pieces and the optic was shattered at the insertion points of the shorn haptic. The lens material was brittle and shard-like. The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.